Event description:
The customer reported that the catheter had been installed on (B)(6) 2024, but since the catheter fell outside the clsc's hours on (B)(6) 2024, the patient went to the emergency department for reinstallation of a new 16 fr red tieman latex catheter. It is impossible for them to validate if the balloon was punctured/cracked/burst or other. The patient said that the catheter had come out. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Please note: per the customer, neither the product ID or lot number are available. As a result, the UDI could not be determined. Section e1 - customer email address: (B)(6).

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will continue to track and trend through our monitoring programs and take actions as applicable.